Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
To investigate the customer issue, complaint text, system logs, instrument history, and architect system labeling was reviewed. The system log from architect (B)(4) was able to verify the erratic sodium and potassium result for sid (B)(6). These results revealed millivolt (mv) fluctuations between the pre and post sample ireference (iref) reads, but the fluctuations did not exceed the limit of 10mv, therefore no error was generated. Historical data review for the customer's architect (B)(4) found no other complaints reported, and there has been no recurrence of erratic ict results. The current rate for the architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. Labeling in the architect system operations manual and ict sample diluent package insert provide sufficient information with regard to probable causes and corrective actions for the customer's issue. Based on the available information, a specific cause for the issue was not identified. Based upon the data available and the results of this evaluation, no product deficiency was identified.

Event description:
The account generated the following architect c8000 results on a patient sample: sodium 168 mmol/l and potassium 5.3 mmol/l. The sample retested at sodium 138 mmol/l and potassium 4.09 mmol/l. No impact to patient management was reported.